Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Uf/importer report #: mw5113596.

Event description:
It was reported by MDR report # mw5113596 that, on an unknown date, staff reported an unexpected pump shutdown when alarms are present, presumably when the plum 360 is connected to alternating current (ac) power. There was no patient harm reported. No additional inforamtion is available at this time.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined. Updated information: d9 - device available for evaluation - no. D9 - date returned to mfg null - na.